Event description:
Patient reported skin irritation in the form of burning (sensation); general redness; irritation; peeling; blisters/welts while utilizing the electrode. There is a report that the patient sought medical treatment. There is no report that patient treated with prescription medication. There is a report that the patient was treated with an over-the counter medication. There is a report that the patient took a break in service and/or discontinued the service. There is a report that the patient did follow the instructions for skin prep.

Manufacturer narrative:
A lot number was not provided so a DHR review could not be conducted. Event has been logged for trending purposes.